Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st (device #1) device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient received medical intervention for treatment of infection. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient was diagnosed with a ventral hernia. On (B)(6) 2016: the patient underwent ventral hernia repair and implant of a bard/davol ventralex st (device #1) and a bard/davol 3dmax (device #2). On (B)(6) 2016: the ventralex st (device #1) and 3d max (device #2) caused an infection. Patient was prescribed antibiotics and continue to be prescribed. The attorney alleges as a result of having the products implanted, the patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures and other damages.